Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to symptoms related to diabetes: shakiness and swelling of abdomen and thighs. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-078: user hematocrit low. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). Homecare nurse is calling on behalf of the customer. The customer reported experiencing symptoms of abdominal and thigh swelling and shakiness; medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 02/20/2023 and test strips were opened one week prior to call. The product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly: lot number zy4398s, manufacturer¿s expiration date is 12/25/2022 and open vial date is (B)(6) 2022. During the call, a blood test was performed by the customer and produced e-0 error using true metrix meter.

Manufacturer narrative:
Sections with additional information as of 09-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.